Event description:
A customer reported a delivery issue associated with a replacement adc device. The customer initially reported receiving a "replace sensor" message and was issued a replacement. The customer indicated that due to a delivery issue, they did not have a device to monitor glucose and experienced seizure and loss of consciousness. The customer was treated with juice by spouse and also had contact with a healthcare professional who advised to reduce their insulin dosage. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. The sensor kit expiration date is 31-dec-2022. The medical event associated with this complaint occurred on 06-mar-2023 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.